Event description:
It was reported that "while using the cable with a nellcor oxymax saturometer, the saturation of a young pt was 100% with a ventimask but with a portable oximeter. The real saturation was 70% and the pt needed immediate assistance and intubation."